Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
In 2007, a gore excluder aaa endoprosthesis trunk-ipsilateral leg component was implanted in an attempt to repair an infrarenal abdominal aortic aneurysm. The physician was unable to cannulate the contralateral gate of the trunk-ipsilateral leg component. A long 8 fr introducer sheath was advanced through the patient's right common iliac artery. Wire access was lost and the introducer sheath punctured the patient's right common iliac artery. The patient was converted to open surgical repair; the patient tolerated the procedure.